Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the customer received a no delivery alarm on the insulin pump. The customer's blood glucose was 120 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with intermittent button response and a button error alarm due to corroded keypad traces. The pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. No excessive no delivery alarms were noted during testing. The pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot and missing end cap sticker.